Manufacturer narrative:
Product evaluation: failure analysis for (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap the bevel section is melted; the fiber is blackened on the last 4 cm of the distal end; the fiber is bent on the distal end; the heat shrink tube is melted or absent on the last 4 cm of the distal end; the inside of fiber cap exhibits severe contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure @ application time: 0:00:07; power: 547 j the fiber burned. The fiber could not be exchanged as there was no "backup fiber" available. "The surgeon "terminated" the procedure gyrus. Patient outcomes:gyrus procedure is completed with equipment." Additional information was not reported. No injury to patient was reported.